Event description:
Complaint that the brakes work fine, but the casters are starting to ratchet side to side when brakes activated. No injury involved.

Manufacturer narrative:
Technician found that the brakes would work, but the casters were starting to ratchet side to side when brakes were activated. Problem due to worn casters. Replaced brakes and brake steer casters to resolve this issue. Bed located in work area.